Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported "problem with ECG input", tested the machine with the external ECG stimulator. Also tested machine with our trainer and balloon, found unit was working good, performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had problems with the ECG input. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.